Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) lead exhibited no capture. Chest x-ray was performed and confirmed ra lead dislodgement. The ra lead was explanted. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned for analysis. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. Electrical testing, specification measurement, visual and x-ray examination were normal with no anomalies found.